Manufacturer narrative:
Other: low profile track belt.

Event description:
It was reported by service report that the left side track was torn. No patient involvement or adverse consequences are reported.